Event description:
It was reported that during a glenoid labrum repair surgery, the screw was broken. Broken pieces were removed from the patient. A backup osteoraptor was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
One 72201993 osteoraptor 2.3mm suture anchor returned. The complaint stated: "it was reported that during a glenoid labrum repair surgery, the screw was broken. Broken pieces were removed from the patient." The insertion tip does have any damage where the anchor mounts. The inserter shaft has no bow and does not indicate aggressive use. The ultrabraid suture was returned attached to the handle. The anchor was attached to suture through the eyelet but no longer attached to the distal tip of the inserter. The anchor is broken. There are three proximal barbs missing. Material missing where it attaches to the inserter. The anchor has been fractured at the location where the inserter seats inside the anchor. This condition is consistent with losing axial alignment. IFU specifies: "breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation". There were no prep details available. A starter is mandatory for this device's prep. This product recommends and specified drill bit, a 2.3mm in line drill and a 2.3mm obturator. These are purchased separately. No root cause related to the manufacturing of this device was established.